Event description:
This event was identified in a non-manufacturer report identified by a maude query to support post market surveillance activities for cmw cements. These voluntary reports were submitted to the FDA by patients or healthcare professionals. This particular complaint is stated in the report as follows: had a knee replacement (depuy total right) 2011. Told my doctor something was wrong, he said no. Bi-lateral blood clot both legs 2012 (almost died), severe pain continues in right knee replacement. Went to specialist, he said knee replacement was not correct in femur. Scheduled surgery; revision done in 2012. Horrific, horrible pain I would never have had; had I known, I would be worse than better! Depuy again! Well guess what they recalled 2011 knee replacement but I had no idea. My doctor the second time didn't know and the original surgeon, well let's just say he didn't care! I am dying here. Found out last month that the revision was also recalled. So I have one lower recall depuy from 2011 almost killed me now an upper revision sawed into my bone recalled. Johnson & johnson paid someone to keep from being sued. No more class action lawsuits and no attorney will help me! Do you care. I need help please help me.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.